Event description:
It was reported that a pixel issue occurred on the pump display, affecting the customer's ability to interact with the pump. There was no reported impact to the customer's blood glucose level. The pump, which was within warranty, was replaced, and the customer was instructed to return the problematic pump to tandem with a pre-paid label and return box within 10 days. The customer declined to share information regarding backup therapy for insulin delivery.